Manufacturer narrative:
Correction: please correct to adverse event <(>&<)> product problem if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that the patient's programmer (pp) is not working . The patient clarified the pp powers on but the will not connect to his ins. The patient mentioned he had trouble connecting his pp with his ins previously but he figured it out and didn't call in. During the call, the patient described seeing the warning "charge your ins" screen. The meaning of this screen was reviewed with the patient. The patient stated he already charged his ins all night long. The patient stated this morning his recharger (insr) showed his ins battery level was full. During the call the patient started a charging session. The patient confirmed seeing all coupling boxes shaded dark. The patient confirmed seeing the 1/4 ins battery level was flashing. It was reviewed with the patient the meaning of the insr screen/icons. The patient restated his ins battery showed that it was full this morning and his device wasn't on because he couldn't connect with his patient programmer (pp). The patient stated he normally charges once a week. No further complications were reported. No additional patient symptoms were reported.